Event description:
Revision surgery- the surgeon felt that they did not implant the proper size glenoid head in the original surgery. The patient had instability with the neutral humeral shell.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 13 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 101st complaint for this part number: 53 due to dislocation, 16 for dissociation, ten due to infection, six for instability, four due to trauma, three for non-assembly, two due to pain, two for taper non-engagement, one due to tight joint/limited range of motion, one for malposition, one for loss of fixation, and one due to cement impingement. This is the first complaint for this lot number. The root cause for the instability was most likely due to size selection of the head. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.